Event description:
Low anterior resection. Reportedly, after firing the ppceea, the surgeon inspected the donuts and two full donuts were present with the anvil. Upon inspecting the anastomotic site, there was a tear, so the surgeon performed another anastomosis. The ta 55-3.5 was placed on the rectal stump and fired, however, it did not fire staples. No staples were found in the belly. The surgeon could not complete the anastomosis and had to perform a colostomy.